Event description:
Health care professional reported, "visited clinic - c/o 2 weeks of abdominal swelling, redness at port incisional site and no sense of band being present - erosion suspected - band due to erosion.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Erosion, irritation and inflammation are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further info from the reporter regarding the pt's date of birth has been requested. Device labeling addresses the possible outcome of erosion as follows: "caution: do not over-dissect the opening. Excessive dissection may result in movement or erosion of the band. A blunt instrument is gently passed through the retrogastric tunnel." "There is a risk of band erosion into the stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required." "Re-operation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases, depending on the degree of erosion. Consultation with over experienced lap-band system surgeons is strongly advised in these cases." Device labeling addresses the reported event of irritation and edema as follows: "caution: pts must be cautioned to chew their food thoroughly. Pts with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction." Device labeling addresses the reported event of irritation/inflammation as follows: "the lap-band system is contraindicated in: 1. Pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease."